Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jun2019. It was reported that crossing difficulty was encountered. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 3.0 x 15mm non-bsc balloon catheter, a 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again using another 3.0 x 15mm non-bsc balloon catheter. Then the procedure was completed with another 3.50 x 16 synergy drug-eluting stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed distal stent damage.